Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device activity logs. However, the device was subjected to full functional testing including bench handling and stress testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.